Event description:
I received the tmj concepts jaw implants on (B)(6) 2010. My pain has increased since the procedure and I am unable to chew food and instead must swallow food whole, cut into tiny pieces. Since the implant surgery, I have lost (B)(6) and suffer from chronic fatigue, poor sleep due to the severe pain, numbness in face, speaking difficulties, ear pressure, hearing loss, a sinus infection which lasted 5 months, developed allergies to pain medications, severe and debilitating headaches, and my facial structure has dramatically changed to the point where I don't recognize myself in the mirror. Last yr, I called the MFR to see if the oral surgeon had been filing and reporting my medical issues with them. I was told the oral surgeon had not notified tmj concepts of my medical problems. To date, I have not received any f/u from the MFR since I initially contacted them and the oral surgeon is not addressing my medical issues and concerns.